Event description:
It was reported that stent partial deployment occurred. The 80% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery via contralateral approach. A 5 x 150 x 130 innova self expanding was selected for use. During the procedure, it was noted that only 50% of the stent was deployed. The device was completed with another of the same device. There were no patient complications as a result of this event. The patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual examination identified no issues with the tip of the device. A visual and tactile examination found an outer sheath kink 1mm distal from the distal end of the nose cone. The investigator opened the handle of the device. There was no evidence of inner prolapse. No other issues were identified during the product analysis.

Event description:
It was reported that stent partial deployment occurred. The 80% target lesion was located in the moderately tortuous and severely calcified superficial femoral artery via contralateral approach. A 5 x 150 x 130 innova self expanding was selected for use. During the procedure, it was noted that only 50% of the stent was deployed. The device was completed with another of the same device. There were no patient complications as a result of this event. The patient was stable post procedure.